Event description:
The article "long-term seizure and psychosocial outcomes of vagus nerve stimulation for intractable epilepsy" mentioned that 15 of the vns patients implanted at a certain hospital between 1997 and 2013 that the researchers attempted to contact were found to be deceased. This report will house one of the five deaths of the known deceased patients that fit the criteria. The patient died on (B)(6) 2008 due to unknown reasons. No diagnostic results were available from programming history. The relationship of the death to vns is unknown. No further relevant information has been received to date. The MFR. Report #s of the five deaths of known deceased patients are: 1644487-2015-06606 1644487-2015-06607 1644487-2015-06608 1644487-2015-06609 1644487-2015-06610.